Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): medical review. Results: (evaluation result): per medical review - reportedly, icl was removed/explanted, approximately two and a half years after implantation, to address development and progression of anterior subcapsular cataract due to shallow anterior vault. According to the dcr dated on (B)(6) 2015, the icl was explanted and cataract surgery was performed at the same surgery date. Staar iol was implanted and patient prognosis was good (ucva os: 20/40;ou:20/20). Conclusion: (unable to confirm complaint): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2012. The patient reported has lost vision due to the development of a cataract. The facility reported the lens had a shallow vault. The cataract was an anterior subcapsular cataract and was diagnosed on (B)(6) 2013. The va post-op was 20/20, va post-op diagnosis was 20/25. The icl remains implanted.

Manufacturer narrative:
(B)(4) - cataract, induced. Vision, loss of. Size incorrect for patient. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
Additional information received - the patient reported the icl lens was explanted and cataract surgery was performed in (B)(6) 2015.

Manufacturer narrative:
Method: medical review. Results: reportedly asc(anterior subcapsular cataract) and shallow vault of the icl was detected at the clinical exam one year after implantation. Va was 20/25 at the time of the exam. No secondary surgically or medically intervention was planned or performed. Lens remains implanted. Even though surgeon attributed the reported event to the device, the literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors( especially high myopes and older patients). Conclusion: based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).